Manufacturer narrative:
There are multiple patients. All known information is provided in the literature article. PMA/510k: this report is for an unknown plate and screw construct/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: ruder, j.a. Et al (2017), predictors of functional recovery following periprosthetic distal femur fractures, the journal of arthroplasty, vol. 32 (5), pages 1571¿1575 (USA). The aim of this retrospective study is to compare the complications and functional recovery (ambulatory status, living situation, mortality) in patients undergoing operative treatment (arthroplasty and orif) of periprosthetic distal femur fractures. Between 2007 to 2012, a total of 58 patients with a mean age of 80 years (range, 61-95 years) were included in the study. Patients were treated with either open reduction internal fixation (orif) in 35 patients using a synthes lcp locking distal femur plate (synthes, westchester, pa) or a competitor device, or distal femoral replacement (dfr) in 23 patients using a competitor device. The mean follow-up for patients still living at 1 year was 29.5 months (range, 5-81 months). The following complications were reported: 12 patients who did not complete a 1-year follow-up died. Orif group: 1 patient died. 2 patients underwent revision to dfr for malunion and nonunion, respectively. 1 patient had deep vein thrombosis. 1 patient had pulmonary embolism and pneumonia. This report is for an unknown synthes plate/screws constructs. A copy of the literature article is being submitted with this medwatch. This is report 1 of 1 for (B)(4).